Manufacturer narrative:
(B)(4). Normal reporting timeline has been exceeded due to litigation matter. Manufacturer is making this report now based upon the filing of the lawsuit and its initial investigation of the allegations in that lawsuit. (B)(4) - these codes were used as there are no other codes that indicate that a device or data investigation was unable to be conducted and therefore, there were no investigation methods performed nor is there an investigation conclusion.

Event description:
Patient alleges that she was operating a vehicle and experienced a low blood sugar event. Patient further alleges that she passed out and was involved in a single car wreck, allegedly resulting in severe injuries, including broken bones and brain injury. Patient alleges that the audio alert system of the continuous glucose monitoring (cgm) system failed to provide an adequate warning to the patient of low blood glucose. No additional patient information was provided.